Event description:
It was reported that the device had its service indicator illuminated and had logged a critical fault code which effects defibrillation therapy delivery. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has declined repair and will be retiring the device. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.